Event description:
It was reported that during a refill procedure on (B)(6) 2013, the programmer showed 8 ml of reservoir volume but the physician extracted 11.5 ml. The drug being used in the pump was ziconotide catapresan and the programming was set to constant flow. There were four previous refills done without any discrepancies. The refills were scheduled early before the drug reservoir volume was close to depletion (>7 ml) because the pt lives far. On (B)(6) 2013, a catheter access port (cap) procedure was performed but it was determined that there were no catheter related problems. A pump inquiry was done and the programmer showed 11.5 ml of reservoir volume but the physician extracted 15 ml. The pump was explanted and a new pump was implanted. No pt complications were reported.

Manufacturer narrative:
Device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).